Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 5/13/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: here is the response I got from the or manager: I do not know if these sutures were from the same lot number or any additional information about the second procedure. The staff had just mention it had happened on another case. We are fine just submitting the one issue we have information on.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that " .during total hip arthroplasty and total knee arthroplasty procedures, the needle detached from the suture." Did the event occur during one or multiple patient procedures? What is the total number of procedures? How many devices demonstrated the alleged deficiency in each procedure? Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? If this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep).

Event description:
It was reported that a patient underwent a total hip arthroplasty and total knee arthroplasty procedure in 2026 and barbed suture was used. It was reported to the sales rep that during total hip arthroplasty and total knee arthroplasty procedures, the needle detached from the suture when it was pulled out. The team tried four different units and experienced the same issue. A different lot number was then provided to the physicians, and no issues were encountered. No patient consequences were reported. Device returning. No adverse patient consequences were reported. Additional information was requested.